Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) report counters showed tachycardia and atrial episodes with no electrocar diogram (ECG). The icm remains in use. No patient complications have been reported as a result of this event.